Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer confirmed there was no audio/no sound on the mx40 telemetry device. The device was not in use on a patient at the time of event.